Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that when pushing the buttons it does not always respond. This issue started happening at least 2 months ago. Delayed and intermittent response were also noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1, date of submission 10/08/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: investigation revealed that the there was no tear or peeling in the keypad but the keypad showed signs of wear. All of the keypad buttons responded properly. The keypad was removed and no damage or contamination was observed on the button contacts.